Event description:
Customer reported hematocrit results from I-stat system of 55% pcv. This was considered not consistent with pt's condition. Test was repeated in lab and hematocrit result was 26 %pcv.